Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012592869 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the shaft and handle segments. The spiral array pebax tube was found to be kinked. A breach was observed on the guidewire lumen, at the distal tip attachment. The guidewire lumen was also found to be kinked at the distal tip attachment and approximately 1.7 inches from the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Due to a kink in the guidewire lumen, the slide control function was stiff, limiting its full range of motion. The electrical continuity test did not reveal any anomalies. In conclusion, the knotted array issue was not confirmed during testing but the loop catheter failed the returned product inspection due to a twisted pebax tube, kinked guidewire lumen, and a guidewire lumen breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array became deformed in the left atrium while rotating. Attempts were made to resolve the "lump ball" in the left atrium without resolution. The "lump ball" was removed from the sheath which resolved the issue. The array became knotted again. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.